Event description:
Pharmacovigilance sent email notification maude report (reference voluntary report no. (B)(4)), on behalf of the FDA, to corporate product surveillance on october 12, 2011. The customer reported that a colleague infusion pump failed while in use on a patient. It was confirmed through further contact with the facility that there was no harm to patient, or medical intervention needed, in regards to the reported condition. Per the biomed, the service history indicated error code 803.07. The channel was cleaned out, a functional test was performed, and the device was found to be ok with no error codes. The device was returned to service. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. The customer has stated that the device was evaluated and tested onsite by the facility biomed, returned to service at facility, and will not be sent in to baxter for evaluation. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 803:07 was not confirmed or duplicated by baxter service personnel. The customer did not return the device for evaluation; therefore, no cause could be determined and no repairs made concerning the reported condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.